Event description:
It was reported that: unk as to the alleged date and degree of injury if any. Facility claimed that the side rail clip that broke rail fell, and a resident fell out of bed. Numerous attempts for further info to no avail.